Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the cannula. The patient experienced elevated blood glucose levels and positive ketones. She was taken to the hospital, but no treatment was provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.